Event description:
During a peripheral intervention procedure on a (B)(6) year old male pt with pad and diabetes. The tip broke off inside the pt. The stainless steel coil was still intact allowing the facility to carefully removed the broken off flexor material. The procedure was completed as this was towards the end of the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, drawings, manufacturing instructions and quality control was conducted during the investigation. The device was not returned to assist in the investigation. There is no evidence to suggest that the product was not manufactured to the correct specifications. Manufacturing controls are in place to minimize the occurrence of material separation and a review of the device history record revealed no nonconformances. No product was returned to assist in this investigation; therefore, the complaint is confirmed based on customer testimony and complaint history for this failure mode and product family. Without benefit of inspecting the complaint device, it is difficult to determine with certainty why this failure mode occurred and no conclusion can be drawn about the cause for this event. Based on the risk assessment performed, no additional actions are required at this time. The appropriate internal personnel will be notified and we will continue to monitor for similar complaints.

Event description:
During a peripheral intervention procedure on a (B)(6) male patient with pad and diabetes, the tip broke off inside the patient. The stainless steel coil was still intact allowing the facility to very carefully remove the broken off flexor material. The procedure was completed as this was towards the end of the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.